Event description:
Rptr claims automatic pump/suction was applied to baby during delivery. Rptr states that the device was regulated to apply suction every "couple of mins", and that it was applied for two hrs. Baby was born with a large hematoma on the back of her head. After two weeks, the hematoma had not reduced in size. X-rays were taken, results were negative. After three weeks post delivery, baby was found in crib saturated with blood. The hematoma ruptured out from a "dime sized" hole in the back of the baby's head. Mother transported baby to pediatrician, who manually excised the remaining dried blood, cleaned and treated the wound. Baby returned to the pediatrician every day for 2 weeks (for evaluation). No further complications have resulted.